Manufacturer narrative:
The device was returned and received an evaluation. The evaluation found the complaint was confirmed for charring and melting damage around the pe valve and the cabinet. The pe valve and attached tubing were deformed, darkened and the tubing melted from the left sieve bed cap allowing sieve material to escape the system and cause melting and charring on the cabinet, and inlet filter. The tubing from the left sieve bed to the check valve was darkened and deformed and caused the failure of the regulator and product tank cap that deformed the sound box that caused the cabinet to clam-shell open. The failure mode described within the complaint is consistent with a previously identified, investigated, and addressed. This unit was manufactured prior to the updates implemented. Additionally, based on the concentrator's serial number, this unit falls within the scope of field correction z-0514-2021, which involves replacement of the pe valve assembly.

Event description:
A report from aerocare was received stating "patient contacted location and reported the concentrator made a loud boom and separated the panels on the concentrator. The smell of burning wires was detected when the technician arrived at the home." The report states the equipment is in their possession and there are no reports of injury or damage.

Manufacturer narrative:
This incident is being reported to the FDA in an abundance of caution. The alleged issue of the irc5po2v stationary oxygen concentrator experiencing an over-pressurization event originating at the pe valve appeared to be confirmed based on the pictures provided. The concentrator is awaiting return, and if additional information becomes available a follow up will be filed. This failure mode is consistent with that which has been previously identified and investigated. The investigation activities in the CAPA concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The pe valve assembly in impacted irc5po2v concentrators has been updated to reduce the potential for a failure that can, in infrequent instances (<0.0196%), result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. The subject concentrator was manufactured prior to implementation of these updates.

Event description:
A report from aerocare was received stating "patient contacted location and reported the concentrator made a loud boom and separated the panels on the concentrator. The smell of burning wires was detected when the technician arrived at the home." The report states the equipment is in their possession and there are no reports of injury or damage.